Event description:
Patient underwent full revision of the lead and generator. The explanted devices have not been received to date.

Event description:
Patient underwent full revision of the lead and generator. The explanted devices have not been received to date.